Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to out of range pace impedances on the right ventricular (rv) lead. The impedances were trending up gradually in the last year until the values recently became greater than 2000 ohms. It was noted the patient previously had the minute ventilation sensor programmed off due to previous noise episodes stored. No noise was observed since the reprogramming, but after the switch occurred, there was myopotential noise observed. The device was reprogrammed to pace in unipolar and sense in bipolar. The products remain in service and there have been no adverse patient effects reported.